Event description:
The pt's father reported that the buttons are not responding when pressed, and the buttons seem to be sticking. Reports no damage to keypad and no exposure to water.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.